Manufacturer narrative:
It was reported that tip of a plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The device was not returned to the manufacturer for evaluation. The UDI referenced is for sterile kit (sk12) the device is distributed in. All possible device history records for the device (1405-2248) were reviewed and no issues were identified during the manufacture or release of the product that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined; however it is possible the technique utilized applied additional bending forces to the device or it broke due to impact with another device. The product is manufactured with implant grade material, no adverse events have previously been reported as a result of this failure to date, and the case was successfully completed with no other patient outcomes or case delay reported. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that tip of a plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. A backup device was available to successfully complete the case with no additional patient outcomes.